Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Complaint was reported via social media - (B)(6) posting states: "be careful with these. I'm 100% positive a defective pod killed my husband. The pods kept alarming error out for about 3 weeks before he died they were releasing too much insulin so he had a low blood sugar and ate something then went to lay down and the pod kept releasing insulin. It emptied the pod into him and he never woke up and the hospital threw the pod away because it was empty so we had no proof of the pods malfunction. The patients personal diabetes manager is still at the coroners office so the chain of custody wasn't broken but apparently you only have so long to file a wrongful death case which I was unaware of honestly. I was just trying to survive with my kids. I'm a pediatric nurse and I cringed when the started marketing it to kids".